Event description:
It was reported that the pump battery would not charge which resulted in the pump shutting down. Attempts to resolve the issue with different wall adapters and charging cables were unsuccessful. There was no confirmed impact on the customer's blood glucose level due to the inoperable pump screen. Technical support arranged to replace the pump, confirmed the customer's shipping address, and instructed them to deplete the battery before returning the faulty pump.